Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to communicate with the system monitor was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) was connected to a test system monitor and test power module and communication could not be established. Visual inspection of the controller revealed that the white power cable had minor kinks. Further evaluation of the controller¿s white power cable revealed that the orange data transmission wire was broken, causing the loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controller¿s ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. A log file was then downloaded from the system controller. After replacing the power cables, the controller passed functional testing and was connected to a mock circulatory loop and run for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file contained approximately 3 days of relevant data ((B)(6) 2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 13:29:48 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The communication issues between the system controller and system monitor was determined to be caused by a break in the data transmission wire on the white power cable. The root cause of the break could not be conclusively determined through this analysis; however, the minor kinks on the white power cable may have contributed to the degradation of the wire. Although not conclusively determined, the observed kinks and underlying wire damage may have been associated with repetitive bending of the power cable during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use (rev. C) section 7 ¿alarms and troubleshooting¿ contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was unable to connect with the system monitor or heartmate touch. The controller was exchanged and the issue was resolved.